Manufacturer narrative:
The device sample has been returned to the manufacturer, but not evaluated at the time of this report. The device history record investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend similar complaints.

Event description:
Alleged event: complaint alleges that during the operation the surgeon tried to advance a new clip and clip fell out of the applier and into the patient. There was no patient injury.